Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop spots on lungs. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the patient to develop spots on lungs an issue related to a CPAP device's. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. External evaluation found no significant dust, dirt, discoloration, or damage. Using a known good power supply and power cord. Internal investigation observed indeterminate contamination around the air intake, sd card slot, the interior and exterior of the iso port tube, and between the rear panel and the bottom panel at the humidifier latch slot. A droplet mark was observed on the exterior of the blower assembly, as well as dust/dirt contamination on and in the blower. Discoloration of the blower's brass nut and brass bushing suggest a small amount of corrosion or exposure to a corrosive substance. Hair-like fibrous contamination was also observed on the blower isolators and the blower outlet seal. Drip marks were observed on the bottom of the blower box. Use of the fit tool procedure determined that the sound abatement foam has begun the degradation process, however no significant portion of the foam appeared to be missing or was found in any other part of the airpath. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown observed and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging that the patient to develop spots on lungs related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. There was no report of the medical intervention that the patient has received at this time. Sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.